Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
We were informed of the explant of this device and rv lead, which were replaced with OEM devices. Per the OEM company, the rv lead was capped due to fracture, which caused several inappropriate shocks. There were no specific notes regarding the ICD. This is all of the information that was available. Should additional information become available, this event will be updated.

Manufacturer narrative:
On (B)(6) 2015 - we received additional analysis information: the device is currently not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in rv channels. No shocks were delivered. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.